Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that before a cori assisted case, upon attempting to calibrate the real intelligence robotic drill (on screen with 3 green checkmarks), the screen went black and then showed an "internal error" warning message. A drill test was ran and it passed; however it was still unable to calibrate and warning message was still being revived four more times, even after a hard reset. Case was performed, after a non-significant delay, with a s+n backup device. Since incident occurred before procedure, patient was not yet involved.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024, sn (B)(6) used for treatment was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The robotic drill, sn (B)(6) was returned for investigation. A kpc test was performed and confirmed that the ¿date of last service¿ is not stored in the drill rom. A case was created using the drill and a known, good console. An internal error occurred at the connection screen, confirming the complaint. The missing ¿date of last service¿ in the drill¿s rom is the cause of the internal error. Therefore, the investigation of the console did not confirm the reported complaint. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.